Event description:
A report was received that during a lead revision the physician explanted the ipg and implanted a new ipg due to difficulty charging. The patient was reportedly doing well following the procedure.

Event description:
A report was received that during a lead revision the physician explanted the ipg and implanted a new ipg due to difficulty charging. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed internal visual, electrical, and photographic imaging tests performed. The device analysis indicated that the analog ic had been affected by the electrocautery procedure.